Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c vivo implants at levels c4-5 and c6-7 on (B)(6) 2025. The patient was symptomatic and it was found that the implant at c4-5 had migrated anteriorly. The surgeon has made the decision to revise the patient however the revision surgery has not been scheduled at this time. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. A device evaluation could not be completed as the device remains implanted within the patient. Imaging was received that showed the migrated implant. There were no anomalies identified during the complaint investigation. A reason for the implant migration is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (53 year, female) was implanted with two prodisc c vivo implants at levels c4-5 and c6-7 on (B)(6) 2025. The patient was symptomatic and it was found that the implant at c4-5 had migrated anteriorly. The surgeon has made the decision to revise the patient however the revision surgery has not been scheduled at this time.